Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, upon interrogation, the implantable cardioverter defibrillator (ICD) battery longevity indicated a grey bar status. The ICD was not used for implant. No patient was involved in this case.